Event description:
The patient reported she was in the process of changing her insulin cartridge when she received a e10 (cartridge error) on her insulin infusion device. She stated the device is making a grinding noise as the piston rod tries to retract. To troubleshoot, the patient was instructed to go through the change the cartridge procedure but the device's piston rod kept retracting. The patient was then instructed to insert a new battery which she did but the "low grinding sound" continued and the e10 again appeared. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.